Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation. The right ventricular (rv) lead exhibited high thresholds, high impedance and was dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.